Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his back and legs had been bothering him. He was having difficulty recharging. He often forgets to plug in the implantable neurostimulator recharger (insr) cord, and thought it was dead now. The patient neglected to charge the implantable neurostimulator (ins) due to back surgery, and pain and weakness in the legs. Recharging best practices were reviewed. The patient was assisted with repositioning the recharge antenna, and turning the antenna dial resulting in six coupling bars. The patient was then able to get six to eight bars; repositioning the recharge antenna resolved the issue. The ins icon level was showing almost empty. The implantable neurostimulator recharger (insr) was fully charged. The implant may not have been charged for three to four weeks, but the patient was not sure. The patient later reported on july 5, 2016 that he had been trying, but could not get the patient programmer (pp) to turn on the ins. The patient was not feeling stimulation. The patient was assisted with turning the ins back on and was able increase stimulation to the point of feeling it. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.